Event description:
Leaking at arterial side of elbow junction.

Manufacturer narrative:
The factory tested and unit for leaks and confirmed a leak at the connection between the tubing and elbow connector. The visual inspection of the device indicated the sampling tubing of the arterial side was strongly pulled which disconnected the tubing from the elbow connector causing leakage. This type of damage would have been detected in the routine mfg leakage testing if the damage had occurred in the factory. Possibly the damage occurred after mfg and packaging.